Manufacturer narrative:
The device was not returned to olympus for evaluation. The facility inquired if the field service engineer (fse) performed a water line disinfection when a preventive maintenance was performed. This came out of concern that the water line disinfection was not performed. The facility was advised that a water line disinfection was not performed on a one year preventive maintenance by fse, but should be performed by the facility each time the internal and external water filter was changed as listed in the operations manual. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, concerns that the water line disinfection for the endoscope reprocessor was not performed. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause of the reported water supply pipes not disinfected after replacing the water filter issue could not definitively be determined, as the device was not returned to olympus for evaluation, however, it is believed that the issue was the result of the user not reading the instruction manual carefully/user error managing the water filter replacement. The event can be detected/prevented by following the instructions for use which states: chapter 7 routine maintenance 7.2 replacing the water filter (maj-824 or maj-2318) check the following for each connector. Replace the water filter at least once a month to prevent contamination of the rinse water. Note using at least a prefilter (0.45 micron or less) can extend the life of the water filter. If the prefilter is properly installed, the water filter and the prefilter should be replaced at least once every 6 months. For information on the water pre-filtration system, contact olympus. 7.3 disinfecting the water supply piping disinfection of water supply piping is required in the following cases. Before using this equipment for the first time (after installation of the water filter). Immediately after replacement of the water filter. Whenever bacteria in the water supply piping is identified. Before using the device when it has not been used for more than 14 days. Olympus will continue to monitor field performance for this device.